Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 389033, lot# j0519468v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 389033, lot# j0519468v, implanted: (B)(6) 2005, product type: lead; product ID 389033, lot# j0519468v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient was going to have the implantable neurostimulator (ins) removed due to an increased amount of pain in the back. It was noted that over the past several years, the patient had an increase in pain at the ins and lead site. The reporter noted that the patient also had spondylosis and needed to be able to have MRI¿s. It was noted the patient had also been having epidural shots.